Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator was requested. The user facility reported that the cause of the alarms was a failure in connected compressor of another brand. No ventilator logs were provided. There are no indications of ventilator malfunction. H3 other text : 4117.

Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm reported. Manufacturer's ref #: (B)(4).